Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported a site navigation system vertek arm that would no longer hold position properly. No further details regarding the damage, or how it occurred, were provided. The site noted this occurred over time. There was no patient present when this issue was identified.

Manufacturer narrative:
Evaluation of suspect vertek arm finds: as reported, the starburst end of the vertek arm will not lock down completely when the handle is tightened.